Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. How long after surgery was the hematochezia noticed? What made the surgeon believe that the bleeding was from the bypass? How was the site of the bleeding diagnosed and determined to be from the jejunum anastomosis? How was it determined that the staples did not close properly? What procedure was performed to assume that the staples not closing properly led to the bleeding? Was it confirmed that the staple lines looked adequate during procedure? What medication was used to control the bleeding? Was any other intervention used to treat the patient? What is the surgeons experience with device? What is the current patient status?

Event description:
It was reported that the surgery was performed without any eventuality, however, after surgery the patient had evacuations (feces) with very red color bleeding, indicating that it comes from the gastro-jejunum and jejunum-jejunal anastomosis. The patient had postoperative digestive hemorrhage in jejunum anastomosis. The surgeon did not take any action during the procedure, as the echelon power engraver and the ecr cartridge worked properly during surgery. Once the event started (after surgery), the surgeon's action was to give to the patient some medications to control bleeding. The event happened after procedure. Procedure: laparoscopic roux-en-y gastric bypass. The patient is well, healthy. The staples did not close properly due to the bleeding that the patient had when evacuating.